Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with 275cc mentor memorygel breast implants experience bilateral capsular contracture post procedure. The right sided capsular contracture was baker¿s grade IV, and the left sided capsular contracture was baker¿s grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is the patient¿s third incidence of capsular contracture post implantation. The first two surgeries the implants were placed under the muscle. The implants were placed over the muscle with this surgery. The manufacturer¿s reference number for the first event is (B)(4) for the second event. See 1645337-2019-16195 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/10/2020. Device evaluation summary: according with the information provided, the patient experienced bilateral capsular contracture. The devices were removed and reinserted, therefore the devices were used in an off-label manner. During visual inspection of the device a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. No other anomalies were observed. Per the mentor instructions for use, mentor devices are intended for single use only and should not be re-implanted. Per operative report provided, the left side device was used in an off-label manner as it was re implanted after being removed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/6/2019. The devices were explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/16/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8/1/2019 mentor became aware that off label use of the product was erroneously omitted from the initial report submitted on 7/31/2019. This was due to due to misinterpretation of the file. The devices were removed from the patient due to capsular contracture. The same devices were then placed back inside the patient over the muscle, however, capsular contracture recurred. Re use of these devices is off label use. Manufacturer¿s reference number: (B)(4).